Event description:
Account alleged the bed has no functions. Hill-rom tech found bed in bed storage area. No injury reported. Replaced right siderail caregiver board and main power plug to resolve this issue.